Event description:
It was reported an infection had occurred. The lead was removed. The lead was returned to the manufacturer, analyzed, and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned, analyzed and analysis revealed the distal conductor was fractured. It was noted there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic environmental stress cracking, there was environmental stress cracking breach/breach (non-electrical) of the outer tubing, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, and further noted the steroid ring was not present on lead when received for analysis.